Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets tubing detached events on (B)(6) 2024 from connector. Infusion sets were used for 2.5 hour to 1 day for both events. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.